Event description:
It was reported that during the attempted implant procedure, the left ventricular lead was placed over the wire and while removing the wire out of the lead, the wire broke. The tip of the wire was still in the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode, blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), there was kinked (guidewire), the guidewire was stuck in the lead and the lead appeared damaged at implant. The analyst commented that the guide wire was stuck in the lead and damaged. Also that both conductors continuity test passed after removed the tip of the wire.